Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the device log shows that the user had the device in an incorrect setting, which did not allow the ECG signal to be seen. There is a solid connection between the pads and patient at 8:45:22. During this time, the ECG view was in lead I or lead ii view. Had the lead view been switched to pads at the time the patient impedance was acquired, an ECG signal would have been seen. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.